Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. When using the smarttouch tablet, the virtual keyboard did not appears. Review of the provided files is still ongoing; results are not available.

Event description:
Reportedly, on 14-march-2025, the virtual keyboard is not displayed. Rebooting the tablet or clicking on p1 + p2 did not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. When using the smarttouch tablet, the virtual keyboard did not appears. Review on the provided files show that on (B)(6) 2025, the user tried to shutdown the tablet without success. The reported issue may have been cause by a pop-up and/or programming menus and/or dropdown list that are not visible by the user. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported event. Updating the smartview version to 3.18 will solve the issue on this tablet. The most probable hypothesis is a programmer software issue. The complaint is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, the virtual keyboard is not displayed. Rebooting the tablet or clicking on p1 + p2 did not resolve the issue.